Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for 22 seconds from 20:49pm on (B)(6) 2020, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 5 (ethanol) were reset at 20:50pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 5 prior to these user actions were: ethanol concentration=82.8%, cycles=62, cassettes= 453 and days=30. Although the user affirmed in the instrument software that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 20:50pm on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 82.8% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottle 5 (ethanol) at 20:50pm on (B)(6) 2020, the contents of this bottle were used for the final dehydration step of the "mini fixed kent" protocol started in retort a at 21:06pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing from the "mini fixed kent" protocol started in retort b at 23:32pm on (B)(6) 2020, would also have been adversely impacted because the reagent from bottle 5 (ethanol) was also used for the final dehydration step of this protocol. The minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 20:50pm on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "customer says their version of a small run called "mini fixed run" yielded underprocessed gi biospsies. Of the 88 about half of the cases were underprocessed." On 25 december 2020, the assigned leica field applications specialist - core histology (fss) visited the customer site to obtain further information regarding the circumstances involved in this complaint and provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured and calculated ethanol concentration was found to be within the acceptable limit of 5% in all instances. The fss found some eosin/parafffin buildup in the condensate bottle. However, this finding does not appear to be related to the sub-optimal tissue processing reported by the complainant. On 07 january 2021, leica biosystems (B)(4) received the following information from the assigned leica field applications specialist - core histology: "customer said that the initial problem run was reprocessed and diagnosable."